Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer received e70 alarm on the insulin pump. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue used of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. Unable to verify alarm in the alarm history due to erased history file due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.